Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator shutters and control wires were cleaned and checked for movement. The system re-homed twice without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was experiencing a collimator error and the flat panel was not finding home. This was found while completing a planned maintenance (pm). There was no patient present when this issue was identified.